Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 42 mg/dl and 45 mg/dl. The customer was treated with food. It was reported that the customer was using insulin pump within 48 hours of reported low blood glucose. The insulin pump will not be returned for analysis.